Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer. Test results were not accurate when diluting the sample. No erroneous results were reported outside of the laboratory. No units of measure were provided for the hcgb assay. The sample was diluted 1:20, initially resulting as 549. 3. The sample was repeated, resulting as > 10000. The sample was then diluted 1:20 and repeated two more times, resulting as 50650 and 22166. The pipettor assembly of the analyzer was found to be not vertical. The pipettor assembly was adjusted. After the adjustment, the sample was diluted and then repeated 7 additional times, resulting with the following values: 92803 (1:20 dilution); 86397 (1:20 dilution); 50650 (1:20 dilution); 93955 (1:20 dilution); 90503 (1:10 dilution); 86953 (1:10 dilution); 83033 (1:10 dilution). The analyzer was then cleaned using a 3% perhydrol solution. After cleaning, the sample was then diluted 1:20 and three additional times, resulting with values of 94636, 96044, and 95604. No adverse events were alleged to have occurred with the patient. The quality control results were normal. The instrument now works normally.